Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, a definitive root cause could not be determined. However, the troubleshooting was carried out at the site, and the problem was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) spoke with the customer who reported that there was 300 hours of use on the lamp. It is unknown if the lamp was an olympus lamp or third party as it was replaced october 2023. The spare lamp indicator was lit, and the lamp was taken out of service. Tac provided the customer with an olympus xenon lamp with instructions for use (IFU). No further information has been provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lightsource, displayed error e102 (light source broken). It is unknown when the issue occurred. There were no reports of patient harm.